Event description:
(B)(6) 2025 customer emailed saalt customer support stating that they were struggling to remove their saalt disc - regular, despite having been able to remove it in the past. Removal tips and advice were sent to the customer to try. The saalt team follow-up with pipa and she mentioned that she was still attempting to remove it. Saalt followed up again and heard back two days later, (B)(6) 2025, at which point they noted having just had it removed at the hospital and that they were given antibiotics prophylactically. Saalt asked for customer contact information, photos, and customer's care routine. Customer responded on (B)(6) 2025 with the requested information. Customer shared the following additional information about the removal: " I no longer have the disc. As it was damaged when it was removed the dr disposed of it. I could not feel the rim and I think it was right up suctioned around my cervix. The dr managed to sweep her finger round my cervix and u see the rim to break the suction and allowed her to remove it. She did mention that my cervix was retroverted", along with proof of their disc purchase from unfabled. Damage determined to be customer error because the saalt disc is designed to be able to be removed by the user. No further investigation needed. Instructions for use (IFU) states to remove the disc: "consider removing your disc in the shower or while sitting on a toilet. Insert your finger behind your pubic bone to feel for the rim of the disc. Hook your finger behind the removal notch, gently pulling down on the grip lines to untuck the saalt disc." It also states that "if you can't reach your disc when inserted, don't sweat it! The disc won't get lost inside the vagina. Your disc can move higher if you have a high cervix. Walk around, wait 30 minutes, and try again, or switch to a different position. If you are sitting on the toilet, try squatting low in the shower or vice versa. You can use your pelvic muscles to move your disc lower; this will feel similar to having an easy bowel movement. Do not strain and keep breathing deeply while doing this. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.